Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the surgeon was using an endostitch to close up the vaginal cuff and the laparoscopic instrument was removed from the patient. The patient was closed up. During the surgical count, it was noted by the scrub technician that a small section of the needle on the endostitch was missing. According to their measurements, it was approximately a 0.1mm size section. The doctor stated that it would not make sense to reopen the patient to retrieve it as he probably would not be able to find it and to do so would do more harm than good.